Manufacturer narrative:
On 1/13/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure with a smartablate¿ irrigation tubing set where foreign material inside tubing occurred. It was reported by the caller the smartablate¿ irrigation tubing set seemed to have a crystal residue in the tubing and when flushed microbubbles are formed and they are not able to be cleared. The caller stated that when the tubing is opened there appears to be a dry residue inside the tubing. They exchanged the tubing twice and the issue was resolved. Device evaluation details: during the investigation of this complaint, the customer provided a picture of the reported foreign material however, when the device was received in the lab and visual inspection was performed, the material was not found. However bubbles on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). A device history record evaluation was performed for the finished device ac5984138 number, and no internal actions related to the reported complaint condition were identified. Complaint was not able to be confirmed. The root cause of the loss of the foreign material could be related to the decontamination process or when the device was shipped for analysis for this reason the appropriate test to identify the composition of the foreign material source cannot be performed. Bubbles reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate pump. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a smartablate¿ irrigation tubing set where foreign material inside tubing occurred. It was reported by the caller the smartablate¿ irrigation tubing set seemed to have a crystal residue in the tubing and when flushed microbubbles are formed and they are not able to be cleared. The caller stated that when the tubing is opened there appears to be a dry residue inside the tubing. They exchanged the tubing twice and the issue was resolved. The material was definitely inside the tubing. The material did not move, embedded on the interior. The most observable residue, for the most apt description, looks like a dustiness or cloudiness inside the tubing. It¿s observable often without running fluid through the tubing by holding it up to the light. It doesn¿t really have a color, it¿s just slightly off from the color of the tubing itself. Running fluid through the tubing usually makes it more visible, and often catches bubbles or makes it look like there are bubbles that cannot be cleared by flushing. The set was flushed in both directions and used almost 500ml to no effect. The tubing was never used in the patient in any of the instances. The bubbles in the tubing-set is not MDR-reportable. The foreign material inside of tubing is MDR-reportable. This report is for the 2nd of 2 smartablate¿ irrigation tubing sets. The other set was reported in manufacturer report number 2029046-2020-02003.